Event description:
While monitoring a patient, it was reported that the device showed erratic lines on the display and it lost power. The user turned the device back on, but the same issue occurred and the device lost power for a second time. The operator left the device turned off since the patient arrived at the hospital at that time. The device was in use for monitoring purposes and had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The cause for the unit reset malfunction was determined to be broken battery latches that prevented the batteries from locking in properly. Physio-control provided replacement batteries to the customer. Physio-control confirmed proper device operation through functional and performance testing and returned the device to the customer for use.